Event description:
It was reported that the patients spinal cord stimulator (scs) was not functioning at full capacity and required a longer charging time. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure. And system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control are known risk with the use of spinal cord stimulation (scs). Investigation conclusion based on all available information, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not functioning at full capacity and required a longer charging time. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.